Event description:
It was reported that during the procedure in the mid left anterior descending artery, a 3.0x18 rx promus was deployed after pre-dilatation with 0% residual stenosis. Treatment of the target vessel resulted in a type a dissection. The dissection was treated with stent delivery balloon inflation. The patient was discharged one day post procedure with aspirin and antiplatelet therapy prescribed. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the product instruction for use (IFU) as a no-fault post-procedure effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, the dissection was treated with stent delivery balloon inflation (pti). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.